Event description:
During the ablation of a colrectal metastasis to the liver, physician had difficulty penetrating the calcified tumor and achieving desired temperatures leading to the physician retraction, rotating, and redeploying the device multiple times. When the physician removed the device, four needles had broken off the device and remained in the tissue. Physician changed treatment plan and surgically removed the needles and tumor. There was no negative effect on the patient.